Manufacturer narrative:
While performing a review it was discovered that the file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-10318 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the customer had experienced an error when doing connectivity testing with their pumps. When the library was pushed to the devices for testing a ¿learn error - comm error¿ appeared on all 4 devices and could not be cleared or removed. The devices would no longer communicate with the network either wirelessly or via ethernet port. The manufacturer it staff worked with the customer to remedy but was not able to get the device out of the error loop. The library that was pushed was downloaded by the it team and was loaded successfully on the manufacturer's it resource personal test pump. There was no patient involvement.